Event description:
Return reason: open circuit. Analysis determined: investigation found that the distal electrode wire is broken directly behind the distal electrode shaft allowing an open circuit to occur. Origin unknown. No mfg defects were found. Unit was used in vito. This was not determined until analysis was completed. No further info is available on the patient's status. Corrective action taken: the corrective action is that mfg and quality assurance personnel have been notified. Both the frequency and severity of this type of incident will be closely monitored to determine if further remedial actions is necessary.